Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after charging the patient's body showed red mark spots and developed blisters on the skin where the charger was placed to charge the implant.